Event description:
A customer reported a malfunction with malfunction code 9 occurring on their device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had not previously reset the pump for this malfunction within the last 24 hours, so technical support provided pump reset instructions and assisted with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any issues arose again. The customer understood and agreed to these instructions.